Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth and gum started to have severe pain and it led to be an infection in that area. They developed pink tooth and had to have a root canal to fix the infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.